Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was not really all there and was not able to drive because of the medication she was on. The patient was not thinking that clearly because of the other medication she was taking. It was noted that the pain pump was going crazy. The patient was in the emergency room (ER) in chronic pain and had no idea what was going on. It was noted that the pump almost went dry because she had missed it before because of pain in her stomach and had to call the ambulance. This occurred on (B)(6). It was later reported the patient had pain was in her upper back. The pain in her back started about 2.5 years prior and was right in a weird place right where her bra strap is half and half lumbar thoracic and travels from left to right sometimes down to her shoulder blade and sometimes a little bit higher. The patient also had a six week migraine. The patient was going to be getting ¿some shots¿. On (B)(6) 2015, the patient had a procedure done for her headaches and was in the surgical room. The patient was crying and reported they could not stand the pain anymore and knew the hcp was going to give relief. The pain was resonating up from her neck. The patient had migraines for 6 years which had been accelerating for the prior 2 years. The pump was used to infuse morphine and clonidine.